Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device failed to calibrate during testing. The device's system printed circuit assembly board and blower assembly required replacement to address the issue.